Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient stated that the loss of connection started with new sensor insertion. Patient was advised to use the smart device's bluetooth settings to remove all other bluetooth devices, then close all applications and reset smart device, which was unsuccessful. Patient was advised to insert a new senor and attempt pairing again, which was unsuccessful. Patient was then advised to insert another sensor and use a second transmitter, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.